Event description:
It was reported the up button on the insulin pump has been giving the customer issues and the device has alarmed button error. Customer's blood glucose was 84 mg/dl. Customer's father stated that nothing has happened the button only looks grey, as a significant event that may have caused the alarm. Customer's parents stated the alarm also occurred the night prior and in the morning she woke up with high blood glucose of 350 mg/dl, treated with manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.